Event description:
The customer reports that after preforming the procedure, the guide unraveled. The guide was removed with the catheter. Another catheter was inserted without incident.

Manufacturer narrative:
(B)(4). The customer returned one swg for evaluation. Visual inspection of the swg revealed that it had become unraveled from the distal weld. Microscopic examination confirmed both welds were present. The length of the core wire measured 335mm which is within specifications of 327-339.8mm per swg product drawing. The outer diameter of the returned swg measured 0.435mm which is within specifications 0.432-0.457mm per swg product drawing. The undamaged portion of the swg was passed through a lab inventory 21 ga introducer needle. The swg passed through with no resistance. A manual tug test confirmed that the proximal weld was attached. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The distal weld of the guide wire had separated from the core wire. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that after preforming the procedure, the guide unraveled. The guide was removed with the catheter. Another catheter was inserted without incident.